Event description:
Physician was attempting to treat a calcified and stenosed lesion using an endeavor resolute drug eluting stent. It was reported that the lesion was pre dilated however; when device was advanced to the target lesion it could not cross the lesion due to lesion calcification and vessel tortuosity. Physician used another device to complete procedure. Evaluation summary: the first two proximal stent segments were intact. The remaining segments were deformed with raised and overlapping struts. Please note that this device (endeavor resolute rx) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient condition affected effectiveness of device (vessel/lesion morphology - reported that the device could not passed the lesion due to tortuosity and calcification). Deformation problem. Evaluation conclusion: known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (vessel/lesion morphology - reported that the device could not passed the lesion due to tortuosity and calcification). (B)(4).